Event description:
An endurant iis stent graft was intended to be implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported during the index procedure, both the left and right access routes had poor anatomical properties. The blood vessels were slightly broken at the central area of the puncture site on both sides. Delivery was initially attempted via the slightly larger right access route, but the delivery system could not advance. Attempts to use an 18 fr and a 20 fr dry seal sheath were made, but the 18 fr could not advance and the endurant main body stent graft and 20 fr sheath also failed. The right eia ruptured and it was repaired with a non medtronic limb (excluder). The physician switched to the left access route however attempts to advance the device from the left access route also failed. The blood vessel was torn at the center of the puncture site which was then repaired by anastomosis. After the repairs, the patient's vital signs stabilized; however the patient did not wake up and was transferred to ICU. Per the physician the cause of devices inability to advance was anatomy related due to the patient¿s fragile blood vessels and strong calcification. No additional clinical sequelae were provided, and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to h2; fdc code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : I was reported it was presumed the patients blood vessels were calcified and brittle as the patient is undergoing dialysis treatment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.